Manufacturer narrative:
The investigation of delivery issues and vascular damage - peripheral vessel has been completed. The product was returned and there were no damages seen. Based on the clinical details, the root cause of the delivery issues was due to the patients condition as the vessels were smaller than 7mm and the pump was unable to pass through the anastomosis. The root cause of the vascular damage - peripheral vessels is due to the patients condition as they had small and thinned walled vessels causing a vessel dissection when trying to pass the pump through.

Event description:
It was reported that implantation of an impella 5.5 failed. After gaining axillary access, the impella 5.5 was attempted to be inserted through the graft into the artery but the artery was smaller than anticipated and did not have much elasticity. The outlet cage was able to be inserted into the artery but when the outlet cage and motor was attempted, it was met with much resistance to the point that the medical doctor was afraid of dissecting the artery and therefore, the insertion was aborted. Vessel was dissected and was repaired utilizing multiple patches. A drain was placed inside the pocket of the axillary cut down and closure was made successfully. The patient survived and remained on venoarterial extracorporeal membrane oxygenation support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during. Section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿